Event description:
In 2009, the pt reported experiencing elevated blood glucose of 300-400 mg/dl for the past 3 weeks. He stated that he boluses to lower his blood glucose but it immediately elevates again. He stated that his hba1c has been "excellent" for 15 years and his last hba1c test was 7.7, which is "ridiculous". He stated that last night his blood glucose measured 440 mg/dl and he was able to lower it to 70 mg/dl. Just prior to the report, his blood glucose measured 388 mg/dl and he bolused 8.5 unit of insulin. He stated that he has had 3 steroid shots and he does realize this can affect his blood glucose readings. He stated that he changes his infusion site every 2-3 days and he changes the infusion tubing with every 2-3 site changes. He was advised to change the infusion site every 2 days and the infusion tubing every 6 days. He stated that he does not allow insulin to reach room temperature prior to use. He was advised to do so. He was sent a replacement infusion device. Upon follow up eight days later, the pt stated that his blood glucose has returned to normal since switching to the replacement infusion device. He stated that the alleged infusion device made a pulsing noise during priming and the replacement device sounds normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.